Event description:
The customer returned the subject device in response to the field corrective action letter. During device inspection, it was identified there was an inaccurate flow issue.

Manufacturer narrative:
During device inspection, it was identified the device had average flow lower than expected and he circuit board replaced. A root cause could not be identified. Based on the results of the investigation, it is likely the following the electrical failure contributed to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.